Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed.   A cause for this specific event cannot be ascertained from the information provided.   Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that during surgery, the tip of the drill bit came in contact with the natural nail implant, broke off and fell into patients femoral neck. The debris was not retrieved.

Manufacturer narrative:
The lot number of the device was provided. The device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
The lot number of the device was provided.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the tip of the reamer broke off. The breakage occurred during the reaming. The reamer was in contact with the znn nail. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the reamer was returned for investigation. The tip of the reamer is completely broken. The fracture surface suggests that the device did not go under fatigue stress. There are several scratches/damages around the cutting area which indicates that the reamer must have been in contact with a metal counterpart. The reported event also describes that the reamer was in contact with the znn nail and broke. The broken piece/tip was not returned. Review of product documentation: cephalomedullary nail surgical technique: no particular notes are mentioned about the force to be applied during reaming. However, it states that to reduce mistargeting, the 3.2mm pin should be placed prior to the anti-rotation pin. In accordance with iso 10993-1 the znn cm small guide and short instruments are categorized as ¿external communicating devices¿ with "tissue/bone" contact for less than 24 hours. Patient needs to be monitored. Root cause analysis: instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. Instrument, breaks, deforms, diverge, or parts remain in wound. Due to mechanical properties of material insufficient not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. Fracture of instrument due to general corrosion (crevice, pitting, galvanic). Not possible -> the returned component do not show any signs of corrosion. Instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance. Not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling. => possible, the performed investigation shows that the reamer was in contact with the znn nail during the reaming procedure. If the surgical technique is followed a mistargeting should not occur. Instrument breaks or deforms due to off-label / abnormal-use. => possible, the performed investigation shows that the reamer was in contact with the znn nail during the reaming procedure. If the surgical technique is followed a mistargeting should not occur. The reamer was broken as it was in use and got in contact with the znn nail. If high forces are applied on the reamer and the reamer get in contact with the znn nail, it is most likely that the reamer break off. Conclusion summary: the performed investigation shows that the reamer was in contact with the znn nail during the reaming procedure. If the surgical technique is followed a mistargeting of the reamer in combination with the nail should not occur. If high forces are applied on the reamer and the reamer get in contact with the znn nail, it is most likely that the reamer break off. The fracture surfaces also fracture surface suggests that the device did not go under fatigue stress. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).